Event description:
The customer contacted stryker to report that their device power cycled multiple time during patient use. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. The device software was updated as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A root cause of the reported issue could not be determined. The technician noted that the battery being used in well one was six years old. Per operating instructions of the lifepak 15: the batteries need to be replaced approximately every two years. The technician notified the customer that battery one should be replaced.

Event description:
The customer contacted stryker to report that their device power cycled multiple time during patient use. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.  Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.